Event description:
During the night, a third year anesthesiology resident placed an epidural in a obstetric patient. The patient presented with obesity and scoliosis which complicated the procedure. Loss of resistance to air was used to identify the epidural space and an arrow flextip catheter was placed. The needle was removed with the catheter retained in position. The blue hub was placed on the end of the catheter. An attempt to inject a 3 ml lidocaine test dose was made. The medication could not be injected. The blue hub was removed and was observed to be non-patent. A second epidural was opened with the blue hub removed from that and placed on the catheter. The patients care was continued in the usual fashion.what was the original intended procedure?epidural placement.